Manufacturer narrative:
The display was blank due to corrosion inside the battery tube and battery cap.

Event description:
It was reported that the battery in the insulin pump only lasted four to five days. Nothing further was reported.